Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative (rep) regarding an external device. The caller had a damaged desktop charger cord (dtc). An email was sent to repair to replace the desktop charger. Pt rep said they charged the patient's implant about 3 days ago and plugged the recharger into the power cord. Came back later and noticed the screen was blinking and the charge on the charger was below half. So they unplugged it and plugged it back in and it looked like it was charging. It will look like it is charging for a few minutes to 15 minutes and then all of a sudden the screen starts blinking again. The charge hasn't changed. They can't get it above a quarter on the screen. The implant battery level is around 75 to 100% and the issue started saturday. The metal tooth on the end of the cord looks like it might have gotten bent a little bit. Pin looks like might be bent. Patient will need to recharge. Caller mentioned they had the programmer replaced a year or two ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of desktop charger product ID 37761 (serial# (B)(6)) found "cable assembly had a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.